Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving prialt/ziconotide via an implantable pump. A fluid bubble at the anchor site was reported. The patient reported it was sometimes painful. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was surgery to excise the seroma at the anchor site. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.